Event description:
It was reported that the pump was explanted due to an infected pump pocket. The catheter was left in place and knotted. Specific symptoms were not reported. The pt was treated with antibiotics. The pt recovered without sequela.

Manufacturer narrative:
The catheter left in place and knotted during surgery to explant the pump.